Event description:
Initial beta hcg result of 7.49 mlu/ml. Same sample repeated gave result of 7.50 mlu/ml. A urine pregnancy test was performed on the same patient and was negative. A physician performed an unspecified medical procedure on the patient based upon the negative urine pregnancy test result. If additional information is received, appropriate notification will be provided.